Manufacturer narrative:
(B)(4).device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during low anterior resection, the device stopped firing after advancing slightly. The reload was replaced and the device subsequently worked to satisfaction. There was no injury or adverse event reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. The articulation flag was bent. Furthermore, the reload was received with the lock ring rotated out of position. Functional testing could not be performed due to the damage to the reload. A review of the device history record indicates this device lot number was released meeting all quality specifications. Replication of the bent articulation flag can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Replication of the lock ring out of position may occur if the lock ring is inadvertently moved out of position during handling of the device. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.